Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn. Device history records review was conducted. The report indicates that the: DHR review for: part: manufacturing location: (B)(4), manufacturing date: 31.jul.2013. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a transforaminal posterior atraumatic lumbar (tpal) trial implants broke during operation. No harm happened to the patient. Complaint involves one (1) part. This report is 1 of 1 for (B)(4).